Manufacturer narrative:
It was reported that the non-sterile gloves we use daily are very thin and often stick together, making them difficult to remove from the box. In addition, many of the gloves are ripped or have missing fingers. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the non-sterile gloves we use daily are very thin and often stick together, making them difficult to remove from the box. In addition, many of the gloves are ripped or have missing fingers.